Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the paddles were replaced and the device was placed back into service. The device will not be returning to zoll.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead the suspect external paddles were returned. Evaluation of the external paddles found that the spring on the outer adult paddle shoe was not making good contact with the inner pediatric shoe. The external paddles failed testing and were scrapped to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.